Event description:
It was reported that at implant the pulse generator was programmed vvir at 80 beats per minute (bpm). The patient had an intrinsic heart rate of less than 40 bpm. During a follow-up in 2009, a stimulation in vvir mode at 40 bpm was sometimes noted. The pulse generator was explanted and replaced. The physician suspected that there may have been a connection issue.

Manufacturer narrative:
No medwatch form was received.